Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: distal fibers cracked, objective frame dents, outer tube dents, cut in cable, faulty light transmission. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the device has damaged objective frame should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during laparoscopy procedure that was completed with the same set of equipment the subject device had broken endoeye lens cover on the light source connector. There were no reports of patient harm.